Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak was observed at the completion of the patient¿s treatment. Prior to discovering the fluid leak, multiple ¿draining slowly¿ alarms were displayed during the patient¿s final drain. After the patient disconnected from the cycler, fluid was observed leaking out of the cycler door when it was opened to remove the cassette. At that point, the contact called ts to report the event. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up with the contact, it was confirmed there were no missed treatments. The patient performed manual pd therapy the following day as the replacement cycler had not yet arrived. The contact confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient¿s peritoneal dialysis registered nurse (pdrn) was notified of the fluid leak and subsequent cycler replacement. At the time of follow-up, the replacement cycler had arrived, and the patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. According to the contact, the cycler set was taken to the patient¿s home clinic where the pdrn reportedly discarded the device. The contact did not recall seeing any visible damage on the cycler set.